Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump experienced an occlusion alarm while being used with a clearlink solution set. It was not specified when in the process this occurred. The reporter stated that when they attempted to use a different infusion pump with the set, the alarm repeated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.